Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into water while still connected to insulin pump. Customer reported that as a result, all buttons were not responding and display screen went blank. Customer's blood glucose was 104 mg/dl. Customer was advised that insulin pump would need to be replaced.